Event description:
It was reported that, "stem had subsided, upon attempt extraction of stem, the tips broke off."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.